Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Flow rate is not displayed. The phenomenon occurred because the main board malfunctioned. Omsc could not identify the cause of the malfunction of the main board. Omsc surmised that the phenomenon was attributed to following. The electrical component accidentally malfunctioned. The subject device was damaged when the customer tried to open the inside of the subject device. Cable of the manifold unit was disconnected. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it was presumed that since the customer opened the inside of the subject device, omsc surmised that the malfunction occurred due to handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus china, it was found that the cable to the manifold unit was disconnected. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon (the set/actual flow rate indicator on the front panel was not displayed) occurred due to the failure of the mother board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the abnormal sound was generated inside the subject device. During the incoming inspection for repair at the service department of olympus (B)(4), it was found that the set/actual flow rate indicator on the front panel was not displayed. There was no report of patient injury associated with the event.